Event description:
The customer has observed variation in results on nine patient samples for the turbo troponin assay on an immulite 1000 instrument when using reagent lot 317. Five of the patient samples were run on three other alternate platforms. One of the patient samples on two alternate platforms and 3 of the patient samples on two alternate platforms. The values obtained on the immulite 1000 were different compared to the results obtained on the alternate platforms. It is unknown if the results obtained on the immulite 1000 or the alternate platforms were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the variation in results seen on the nine patient samples for the turbo troponin assay.

Manufacturer narrative:
Siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (¿g/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (ufsn) 1112 was sent to ous customers in october of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.